Manufacturer narrative:
The cause for the discordant analytes results is due to damaged pipette. Customer replaced the damaged pipette and siemens is providing the customer with an add'l pipette. The instrument is operational.

Event description:
Customer reported false negative results for blood, nitrite, glucose, protein and bilirubin on the instrument. The customer did not believe the results so they checked the instrument. Customer indicated that the pipette was damaged. The customer replaced the pipette and the pt was sample was retested on the instrument. Customer indicated positive results for all analytes. Customer also indicated that all analyte results were corrected into the system. There was no injury reported due to this event.